Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ extension set leaked from the tubing during use. The following information was provided by the initial reporter: "rn hung medication, returned to check if it was finished and noticed the tubing was wet, floor had puddle and it seemed like the tubing itself was leaking. Minor effect to patient."

Event description:
It was reported that the bd alaris¿ extension set leaked from the tubing during use. The following information was provided by the initial reporter: "rn hung medication, returned to check if it was finished and noticed the tubing was wet, floor had puddle and it seemed like the tubing itself was leaking. Minor effect to patient."

Manufacturer narrative:
Investigation summary a 30914 extension tubing, a non bd connector and a 50ml bd syringe were received and tested by our quality team. When saline solution was injected into the system via syringe, a leak was noticed between the non bd connector and the extension tubing. This leakage verified the customer's complaint. When the non bd connector was removed however, there was no leakage realized and it is unlikely that there is any issue with the extension tubing. Multiple other connectors were used with the tubing and none leaked. This is evidence that there is not an issue with the set reported in this complaint. A device history record review could not be performed because a lot number was not provided by the customer.